Event description:
It was reported that this right ventricular (rv) lead had an alert due to high shock impedance out- of-range of over 200 ohms. No previous alerts had been received for this rv lead. Technical services reviewed the case and discussed a possible lead conductor fracture and suggested to bring the patient in-clinic and perform troubleshooting to determine which lead vector has the issue. Ts finally indicated also to consider lead replacement if necessary. This rv lead remains in service and no adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)